Event description:
It was reported that the customer received both high and low blood glucose levels. She received a sensor error and her insulin pump was beeping every night. Her blood glucose level was 400 mg/dl at bedtime. Before bed, the customer had some wine and ate some cashews. She treated with a bolus but the pump would not allow her to have any insulin. The customer took off the transmitter so that she could charge it. The sensor was left in her body. During troubleshooting, the customer was advised to disconnect the sensor and to check the connector bridge on the transmitter. The customer refused to remove the sensor. She checked her blood glucose level and it was now 50 mg/dl. She was advised to treat her low blood glucose level with juice discontinue use of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.